Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noise was noted on the right atrial (ra) lead. The lead was explanted and replaced during a routine device changeout procedure. No patient complications have been reported as a result of this event.